Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Date implanted - 1980's. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Device remains implanted.

Event description:
Patient was indicated for left knee revision procedure due to poly wear. The procedure was cancelled due to unknown reasons. No further information has been provided.